Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a sensing anomaly was confirmed in the laboratory. Review of stored egms noted intermittent noise resulting in inappropriate therapy. The device was tested on the bench, and no anomaly was found. Analysis of the associated lead indicated the lead was fractured. The root cause of the sensing anomaly was a lead anomaly.

Event description:
It was reported that oversensing on the ventricular channel resulting in inappropriate therapy and aborted charges was observed. The rv lead and device were explanted and replaced. There were no adverse consequences for patient.